Manufacturer narrative:
Conmed, (B)(4) evaluation results: the returned devices examined in the laboratory found that the samples had 100% adhesive transfer from (B)(4) side to film side. This observation clearly indicates that the packages were sealed and opened up at a later point in time. The adhesive transfer did not demonstrate any patterns of seal creep and appears to be a single continuous peel. The location of open seals on 2 out of 3 samples was on the same side. The entire order was visually inspected and remaining product packaging was defect free. A review of the manufacturing process revealed that the reported problem appeared to be an isolated incident, which was not duplicated during seal testing of 30 sample packages. The open seals on three of the packages were found to have originally been sealed and subsequently opened after manufactured. The cause of the seal opening is not known but peel testing in the sealed area near the breach suggests the seals may have been weak. A (B)(4) review of customer complaint history for this product catalog has shown no similar complaints received. The investigation concluded that the open seals were not a result of a missing seal and/or equipment used during the manufacturing process. However, during review of machine technology, process validations and pm schedule, opportunities for improvement were recognized. As a result, the following improvements were identified and recommended: the sealing die will be replaced with a new die and a new process validation must be performed. Doe (design of experiment) will be performed to re-assess the seal process parameters. The seal tool and sealing gasket specifications will be reviewed, a drawing needs to be constructed to control the specifications and the frequency for change of gasket will need to be updated. The heat seal platen will be measured for flatness. As a long-term goal, the machine will need to be updated with alarm controls for process parameters in forming and sealing station.

Manufacturer narrative:
Conmed linvatec received three (3)tubing sets for evaluation and confirmed the reported problem. Visual examination of the packages found a portion of the pouches was not sealed. Of the lot containing 2000 units, there were no other similar reports received for this item and lot number combination. This product is manufactured/packaged by conmed, (B)(4) and the returned tube sets have been forwarded for investigation. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Event description:
The customer reported that during receiving/inspection of the incoming products, three (3) of the thirty (30) insufflation tubing sets received were improperly sealed. Inspection of the other twenty (27) units found no sealing issues. This nonconformance was immediately obvious to the user, therefore there was no patient involvement.